Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, noise was observed on the atrial channel. Patient has since moved to another state. No programming changes were made. Patient was stable and will continue to be monitored.